Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated with a 3.00 x 12 mm maverick balloon. A 3.00 x 28 mm synergy was deployed at 11 atm and post-dilated with a 3.00 x 12 mm balloon at 12 atm. A flow-limiting proximal edge dissection was then observed via fluoroscopy. A non-boston scientific drug-eluting stent was used to cover the dissection and complete the procedure. The patient was reportedly good post procedure.